Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes (photo/video). Section d9: returned to manufacturer on: product was not received. Photo/video evaluation was done. Section h3: device evaluated by manufacturer: yes (photo/video). Device evaluation: the customer provided photo was evaluated by a post market safety surveillance officer. The picture shows an explanted lens cut in pieces claimed to be a tecnis eyhance iol with simplicity delivery system model dib00. The images appear to be just zoom in/out of the same picture. The reported issue is more visible in the image "figure 1: customer provided photo" which can be observed to have a fiber like black particle with an approximate length of 1mm. The nature of the particle and root cause of the reported event cannot be determined from a picture. Conclusion: the complaint issue "foreign material - loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had a routine case and implanted a tecnis simplicity tecnis eyhance intraocular lens (iol). After the iol unfolded, it was noticed that a black fiber was adherent to the iol, tried to aspirate the fiber off the iol and dislodge the fiber with second instrument but it remained adherent. Ended up explanting the iol and putting a new iol in. Additional information received stated that the event was observed after insertion of iol into the patients right eye. The procedure was completed using back up iol of same model and diopter. There was no patient injury. It was stated that the doctor injected additional ovd and dialed the iol into the anterior chamber. Then inserted the second dib00 lens into the capsular bag. The original lens with the adherent fiber was then cut and extracted through the main wound. The rest of the case proceeded in a typical fashion. During post-operative day one, patient had 2+ temporal corneal edema, the second iol implanted remained in good position. The extracted cut iol with remaining fiber was wrapped in a biohazard bag and placed in the original box. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.